Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. Once the catheter was inserted into the sheath, an air ingress issue was observed. The issue was solved by replacing the sheath. The procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.